Event description:
Healthcare professional reported right side "faulty valve". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: delamination, fluids. Leak test was performed and found delamination on diaphragm valve. A microscopic analysis was performed which identify delamination in the diaphragm valve. Based on the device analysis the final assessment is delamination of the diaphragm valve assessed as adhesive failure.

Event description:
Healthcare professional reported right side "faulty valve". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. The device remains implanted.